Manufacturer narrative:
Additional information: g3, h3, h6based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to the device being manufactured in 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/7/2025, it was reported by a sales representative via (B)(4) that an ar-400pd pin driver is not holding pin in place. Noticed during a case, swapped, and case completed with no patient effect.